Manufacturer narrative:
Patient was contacted for a well-being follow up and was reportedly discharged from the hospital and will be attending "physio therapy."

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient felt ill and endured elevated blood glucose (bg) levels while wearing the pod on the abdomen. Patient's husband measured a blood glucose exceeding 500mg/dl and subsequently called 9-1-1. Patient was transported to the hospital where bg measured over 1,600mg/dl. Patient was diagnosed with diabetic ketoacidosis, pneumonia, low potassium, low sodium, and gastric issues. It should be known that patient has an undisclosed heart condition and kidney failure. Patient was admitted to the intensive care unit (ICU), intubated, and placed in a medically induced coma. Treatment included antibiotics, insulin, heparin, and fluids. Hospital staff advised that a previously contracted infection could have contributed to her state, however, no official diagnosis was provided. Good faith efforts to follow up on patient's outcome were completed. Patient has since been woken from coma, after 2 weeks, and had a tracheotomy placed. She is "making progress," however, remains in the hospital and will require therapy for further recovery.